Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2006. Legal counsel for patient reports allegations of pain, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, metal poisoning, and metallosis. Subsequently, patient was revised on (B)(6) 2013. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2006. Legal counsel for patient reports allegations of pain, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, metal poisoning, and metallosis. Subsequently, patient was revised on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Revision operative (op) notes report the presence of white fluid material, blackened tissue, metallosis, and three holes behind the acetabular component laterally and superiorly about the medial aspect of the acetabulum. The cup, modular head, and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-01240/-01241/-01247).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.